Event description:
It was reported that the patient implantable pulse generator (ipg) was nearing end of battery life (eol). The patient underwent revision procedure. No further information has been obtained.